Event description:
It has been reported to philips that the allura device displayed a "free space low: delete examinations" message and would not allow imaging. There were no images in store to be deleted. The system was in clinical use. No harm has been reported. A philips service engineer inspected the system on site and replaced the ippc and hard drives. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of log files confirmed ippc malfunction. Upon functional testing, fse found that there was ippc issue. The fse replaced ippc and installed three 1 g hard drive. After which, the system was returned to good working order.